Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s treatment. Prior to discovery of the fluid leak, there were multiple alarms that occurred. The first alarm was a ¿drain line (dl) is blocked¿ message, which was caused by a pinch (or bend) in the drain line. The contact realized the cycler cart had rolled over the drain line while they were asleep. Later on, after straightening out the drain line, the cycler alarmed with multiple ¿m31 air detected in cassette¿ warning alarms. After inspecting the setup, the contact realized that the unused lines from the cycler set were not clamped. They admittedly forgot to clamp them during setup. Despite there being unclamped lines, there were no leaks noted at the time. The m31 alarms continued, and the patient¿s treatment was eventually discontinued. The patient did not complete their treatment. It was reported that the patient was away from home on a trip, and they did not have any manual supplies with them. However, it was confirmed the patient was trained to perform manual pd therapy, in addition to stat drains if necessary. Later in the morning, the patient¿s contact went to break down the cycler by removing the disposable supplies. When they opened the cycler door to remove the cassette, fluid leaked out everywhere. They did not see any damage on the cassette and were unsure where the fluid was leaking from. They contacted the patient¿s pd registered nurse (pdrn) to update them on the situation. The pdrn prescribed the patient with prophylactic antibiotics, keflex, which the patient took twice daily for 3-days (dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. Furthermore, the contact confirmed that the patient¿s effluent remained clear. After speaking with their pdrn, the were advised to contact fresenius technical support (ts). Ts advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed the replacement cycler was received. At the time of follow-up, the patient was continuing their pd therapy on the new machine without any further problems. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s treatment. Prior to discovery of the fluid leak, there were multiple alarms that occurred. The first alarm was a ¿drain line (dl) is blocked¿ message, which was caused by a pinch (or bend) in the drain line. The contact realized the cycler cart had rolled over the drain line while they were asleep. Later on, after straightening out the drain line, the cycler alarmed with multiple ¿m31 air detected in cassette¿ warning alarms. After inspecting the setup, the contact realized that the unused lines from the cycler set were not clamped. They admittedly forgot to clamp them during setup. Despite there being unclamped lines, there were no leaks noted at the time. The m31 alarms continued, and the patient¿s treatment was eventually discontinued. The patient did not complete their treatment. It was reported that the patient was away from home on a trip, and they did not have any manual supplies with them. However, it was confirmed the patient was trained to perform manual pd therapy, in addition to stat drains if necessary. Later in the morning, the patient¿s contact went to break down the cycler by removing the disposable supplies. When they opened the cycler door to remove the cassette, fluid leaked out everywhere. They did not see any damage on the cassette and were unsure where the fluid was leaking from. They contacted the patient¿s pd registered nurse (pdrn) to update them on the situation. The pdrn prescribed the patient with prophylactic antibiotics, keflex, which the patient took twice daily for 3-days (dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. Furthermore, the contact confirmed that the patient¿s effluent remained clear. After speaking with their pdrn, the were advised to contact fresenius technical support (ts). Ts advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed the replacement cycler was received. At the time of follow-up, the patient was continuing their pd therapy on the new machine without any further problems. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.